Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 20 mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of stent damage with struts on the first proximal strut row lifted and pulled distally. The undamaged crimped stent outer diameter was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. A 3.00 x 20mm synergy ii drug eluting stent was selected for use. However, during preparation, it was noted that the stent structs were lifted up and it was unable to be used. Another of same device was used to complete the procedure without any patient complications reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 3.00 x 20mm synergy ii drug eluting stent was selected for use. However, during preparation, it was noted that the stent structs were lifted up and it was unable to be used. Another of same device was used to complete the procedure without any patient complications reported.